Manufacturer narrative:
Initial and final MDR 1920291 - MDR 3003442380-2024-15842 - device 1 of 2. E1: patient city- (B)(4). Patient country- united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set tubing cannula kinked event on 22-june-2024. No further information was available.